Event description:
Customer reported button error alarm due to dropping the insulin pump. Customer was unable to give bolus. The blood glucose reading is 320 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.